Event description:
It was reported that the customer found watermarks and some holes in the product. As per follow up information received from ibc on 03mar2023, it appears after observing each item that the ¿watermarks¿ and rips are only on the packaging and do not go through to the catheter.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable  h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer found watermarks and some holes in the product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.